Event description:
It was reported that during a peripheral artery intervention, a vessel perforation and fistula occurred. The chronic total occlusion was located in the popliteal artery. A true path chronic total occlusion guide wire was advanced to treat the lesion, but went through the popliteal arterial wall into the venous wall creating a small fistula. An attempt to reuse the device was made several times, but the device could not cross the chronic total occlusion. The vessel perforation was treated with angioplasty. The procedure was completed with a v18 wire and an unspecified balloon. No further patient complications occurred and the patient status is ok.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)